Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. --no. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? --no. What is the patients current status? --stable.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ***please clarify the timing of the event*** the event stated the suture broke during postoperative suturing. Did this suture break during the initial procedure? Does ¿post-operative suturing¿ refer to suturing that was done at the end of the initial procedure? Did the suture break during a re-operation that was being performed? If yes, what was the reason for that re-operation? Were there any adverse patient consequences? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the suture during second procedure, if applicable? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? If the suture broke post-op, were there any patient stress factors that precipitated the event of suture breakage post op? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? The following information was requested but unavailable: ***please clarify the timing of the event*** the event stated the suture broke during postoperative suturing. Did this suture break during the initial procedure? Does ¿post-operative suturing¿ refer to suturing that was done at the end of the initial procedure? Did the suture break during a re-operation that was being performed? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During postoperative suturing, the suture broke. Replaced the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1, h6 health effect - clinical code, h6 health effect - impact code additional information was requested, and the following was obtained: ***please clarify the timing of the event*** the event stated the suture broke during postoperative suturing. Did this suture break during the initial procedure? --yes does ¿post-operative suturing¿ refer to suturing that was done at the end of the initial procedure? --yes did the suture break during a re-operation that was being performed? If yes, what was the reason for that re-operation? --no reoperation were there any adverse patient consequences? --the surgery delayed for unknown time, less than 30 minutes. Quantity to be returned should be 1. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the suture during second procedure, if applicable? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? If the suture broke post-op, were there any patient stress factors that precipitated the event of suture breakage post op? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patients current status?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil, one winding former, a needle detached needle with a suture piece were received for analysis. The product code is vcp397h. During the visual inspection of the needle, the swage and attachment area were noted as expected. The barrel hole of the needles was examined, and no suture remnants were found. Upon visual inspection of the suture, the insertion mark was observed at one extreme and the end was noted to be cut probably by a surgical instrument. In addition, the other section of the suture was not returned for evaluation. The product code vcp397h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.